Event description:
This event occurred during a left sfa angiogram via right groin approach; therefore contralateral access procedure on a (B)(6) male patient whose weight was given as (B)(6)with a previous right fem pop bypass and extreme scar tissue. The physician stated that she has had previous difficulty in accessing this patient because of known scar tissue. Information was provided that the physician used a stiffened cook micropuncture set (push plus) to gain initial access, then upsized to a 4fr dilator, and 4fr sheath. The physician then upsized to a 5fr dilator; 5fr sheath; then upsized to a 6fr dilator and a short 6fr sheath. At this time, she placed a terumo advantage glide wire to place the cook 6fr flexor anl1 sheath; which went over the bifurcation without too much difficulty. After the procedure she tried to pull the 6fr sheath out over the same wire and felt a lot of resistance. She continued to pull and the sheath broke off at the checkflo hub; then broke off further down inside the patient. The dr. Had to do a cut down (arteriotomy) to retrieve the rest of the sheath.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Catalog # - kcfw-6.0-18/38-45-rb-anl1-hc; expiration - unknown as lot is unknown. (B)(4). MFR date unknown as lot is unknown. Event evaluation: still under investigation.